Event description:
It was reported that during the superion indirect decompression system implant procedure the device broke at the spindle cap. It was noted that the device was properly connected to the inserter, and it broke during the sagittal wiggle, and that there was osteophytes causing resistance. It was additionally stated that the physician turned the driver a little aggressively and the device broke. The procedure was completed with a new device. The patient is doing well post-operatively.